Event description:
The pt's attorney alleged a deficiency against the device. Per additional information received the pt was experienced pain, erosion, infection, urinary incontinence, bleeding and scarring.

Manufacturer narrative:
The sample was not returned. The lot number is unk; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). "Lawyer-field report - (B)(6)."

Manufacturer narrative:
(B)(4)

Event description:
Per additional information received, the patient has experienced uterine prolapse, vaginal/rectal scarring, adhesions, elongated cervix, posterior vaginal lesion, rectocele/cystocele, oozing, mesh erosion, sensation of something sharp poking the vaginal area (foreign body sensation), discomfort, vaginal pressure, all foreign materials/permanent sutures/mesh were removed (foreign body in patient) and additional surgical interventions.